Event description:
It was reported that the patient presented in clinic for lead revision due to suspected lead dislodgement. During revision procedure, it was found that the right ventricular (rv) lead was lack of slack instead of being dislodged. The rv lead was not explanted and remained active. No slack was added. Patient condition was stable.